Event description:
A customer reported that the coulter act diff 2 hematology analyzer pierced through the bottom of a plastic microtainer tube causing a few drops of blood to leak out onto the tube holder. The plastic tube did not shatter. The customer was wearing personal protective equipment. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. There is an exposure control or risk management plan in place. The customer processed another sample from the patient and no patient results were affected by the incident. There was no death, injury or change to patient treatment attributed or connected to this complaint. Beckman coulter customer technical specialist assisted the customer over the phone with rebooting the instrument and removal of the tube. Another tube was run without an issue. Service was not dispatched for this event. The cause of the incident is unknown.

Manufacturer narrative:
(B)(4)